Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is unlikely to be product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges pain and weakness. Litigation also alleges patient is likely to have elevated chromium and cobalt levels. Update: (B)(4) 2013 - pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. Update rec'd: (B)(6) 2014 - patient has been revised. Sales rep noted that surgeon stated that there was no metal debris or corrosion and everything looked good. There was no suggestion indicating that there may be a deficiency with the products. The surgeon revised the stem due to malpositioning. The stem has been added to the complaint. This complaint was updated on 8/20/2014.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges infection.